Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged epibole is related to the activ.a.c.¿ therapy system. There have been several attempts made to gather additional information, but there has been no response. It is unknown if medical or surgical intervention will be required. Per review of kci records, the patient continues to use activ.a.c.¿ therapy system. This report is being filed due to possible use error as the patient stated activ.a.c.¿ therapy system did not cause or contribute to the incident and reported the clinicians providing her treatment were not using the activ.a.c.¿ therapy system correctly. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On feb 02 2018, the following information was reported to kci by the patient: the patient¿s wound edges have allegedly rolled down and grown into the wound base. The patient alleged she is not receiving the appropriate treatment. She stated v.a.c.© therapy is great, and it did not cause or contribute to the incident. The patient alleged the clinicians providing her treatment are using the v.a.c.© therapy units incorrectly. On feb 07 2018, the following information was reported to kci by the patient: no medical or surgical intervention has been performed for the "rolled" wound edges that have allegedly grown to wound base. On mar 02 2018, the following information was reported to kci by the patient: the physician was seen and, to date, no medical or surgical intervention has been performed for the epibole. No additional information is available. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
The patient declined to exchange the activ.a.c.¿ therapy system. Therefore, the unit is not available for evaluation. Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged epibole is related to the activ.a.c.¿ therapy system. Additional unsuccessful attempts were made to obtain additional clinical information. No additional information is available.

Event description:
On (B)(4) 2017, the device was tested per quality control (qc) procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. Kci made requests for exchange of the activ.a.c.¿ therapy system on multiple occasions, however, the patient declined to exchange the device and stated that the device was working fine. The device remains with the patient to date. Therefore a device evaluation could not be performed.

Event description:
On (B)(4) 2017, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 16-apr-2018, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Additional information: device manufature date: 10/02/2017. Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged epibole is related to the activ.a.c.¿ therapy system.